Manufacturer narrative:
The device has not been returned for analysis. Should the device be returned a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite 3d one piece appliance has fractured. Reportedly the left maxillary attachment button fractured off. The patient received the device on (B)(6) 2025 and the device broke on (B)(6) 2026. The patient has good oral hygiene. No injury was reported.